Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('foreign body in uterus (per mr)'), pelvic pain ('pain/side hurts') and tooth disorder ('dental problems / had four extractions') in a 35-year-old female patient who had essure (batch no. 893817-inv,b93871) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, chills, paraesthesia upper limb, anemia, anxiety, depression, kidney infection, menorrhagia, migraine headache, cholecystectomy, sleeve gastrectomy and bipolar depression. Endocrin e: positive for temperature intolerances ( cold intolerance), gyn ecological history: problems with menstrual cycles include irregular frequency/duration. Current problems: uti female pelvic pain resolved concomitantly, the patient had taken "probiotic". Concurrent conditions included acid reflux (oesophageal) since (B)(6) 2017, irritable bowel syndrome since (B)(6) -2017, asthma since 1990 and esophageal pain. Concomitant products included omeprazole since (B)(6) 2017 for acid reflux (oesophageal), antibiotics for urinary tract infection as well as bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10) since 2010, biotin since 2010, calcium acetate since 2010, cariprazine hydrochloride (vraylar) since (B)(6) 2012, cilazapril (symibace) since (B)(6) 2012, esomeprazole, fish oil since 2010, fluoxetine hydrochloride (prozac) since (B)(6) 2012, piroxicam (paxil) since (B)(6) 2012 and salbutamol sulfate (proair hfa) since 1990. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue/ I'm exhausted all the time, my body is tired but my mind is wired/ tired") and dysmenorrhoea ("dysmenorrhea (cramping)"), 11 days after insertion of essure. On (B)(6) 2015, the patient experienced tooth disorder (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type : urinary tract infection"). On (B)(6) 2018, the patient experienced the first episode of cystitis ("bladder or urinary problems or changes cystitis"). On an unknown date, the patient experienced the second episode of cystitis ("bladder /urinary/ problems/changes : cystitis"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), bipolar disorder ("psychological or psychiatric problems condition - bipolar"), depression ("psychological or psychiatric problems condition-depression"), abdominal pain ("abdomen pain"), hot flush ("feel like my cheeks are hot but body cold"), feeling cold ("body cold"), decreased appetite ("I'm not really hungry, but when I am I can't eat much"), nausea ("nausea / nauseated"), insomnia ("insomnia is running full speed"), flatulence ("gas and pain are extreme still"), chest pain ("chest pain/ pain on the left side of my chest through my back and down my arm/ I had sharp pain in the centre of my chest"), dyspnoea ("couldn't breath"), hiatus hernia ("hiatal hernia"), dysphagia ("it hurts when when the drink hits the esophagus and its hard to swallow / it felt like the food was stuck"), feeling abnormal ("each day feels worse"), back pain ("pain on the left side of my chest through my back and down my arm"), pain in extremity ("pain on the left side of my chest through my back and down my arms"), vomiting ("difficulty to vomit because of this procedure"), oesophageal pain ("it hurts when the drink hits the esophagus and its hard to swallow"), paraesthesia ("leg tingling"), asthenia ("weakness"), ulcer ("ulcer"), dizziness ("dizzy") and anxiety ("anxiety"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci performed and had four extraction). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, bipolar disorder, tooth disorder, urinary tract infection, depression, the last episode of cystitis, fatigue, dysmenorrhoea, abdominal pain, hot flush, feeling cold, decreased appetite, nausea, insomnia, flatulence, chest pain, dyspnoea, hiatus hernia, dysphagia, feeling abnormal, back pain, pain in extremity, vomiting, oesophageal pain, paraesthesia, asthenia, ulcer, dizziness and anxiety outcome was unknown and the pelvic pain had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, anxiety, asthenia, back pain, bipolar disorder, chest pain, decreased appetite, depression, dizziness, dysmenorrhoea, dysphagia, dyspnoea, fatigue, feeling abnormal, feeling cold, flatulence, hiatus hernia, hot flush, insomnia, nausea, oesophageal pain, pain in extremity, paraesthesia, pelvic pain, tooth disorder, ulcer, urinary tract infection, vomiting, the first episode of cystitis and the second episode of cystitis to be related to essure. The reporter commented: concomitant drug mood stabilizer was reported. Lot number 893817 (from pfs) and 893871 (from mr) was reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Essure placement was successful.. Ultrasound scan - on an unknown date: ovarian cyst right 9.6 mm, simple; uterus normal; ovary normal: left; essure coils noted. Appear to be appropriately partially located in uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('foreign body in uterus (per mr), pelvic pain ('pain/side hurts'), bipolar disorder ('psychological or psychiatric problems condition - bipolar') and tooth disorder ('dental problems / had four extractions') in a 35-year-old female patient who had essure (batch no. 893817,b93871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, chills, paraesthesia upper limb, anemia, anxiety, depression, kidney infection, menorrhagia, migraine headache, cholecystectomy, sleeve gastrectomy and bipolar depression. Endocrin e: positive for temperature intolerances ( cold intolerance), gyn ecological history: problems with menstrual cycles include irregular frequency/duration current problems: uti female pelvic pain resolved concomitantly, the patient had taken "probiotic". Concurrent conditions included acid reflux (oesophageal) since (B)(6) 2017, irritable bowel syndrome since (B)(6) 2017, asthma since 1990 and esophageal pain. Concomitant products included omeprazole since (B)(6) 2017, for acid reflux (oesophageal), antibiotics for urinary tract infection as well as bifidobacterium bifidum;bifidobacterium lactis; lactobacillus acidophilus; lactobacillus brevis; lactobacillus bulgaricus;lactobacillus casei; lactobacillus paracasei; lactobacillus plantarum;lactobacillus rhamnosus; lactobacillus salivarius (probiotic 10) since 2010, biotin since 2010, calcium acetate since 2010, cariprazine hydrochloride (vraylar) since (B)(6) 2012, cilazapril (symibace) since (B)(6) 2012, esomeprazole, fish oil since 2010, fluoxetine hydrochloride (prozac) since (B)(6) 2012, piroxicam (paxil) since (B)(6) 2012 and salbutamol sulfate (proair hfa) since 1990. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue/ I'm exhausted all the time, my body is tired but my mind is wired/ tired") and dysmenorrhoea ("dysmenorrhea (cramping), 11 days after insertion of essure. On (B)(6) 2015, the patient experienced tooth disorder (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type : urinary tract infection"). On (B)(6) 2018, the patient experienced the first episode of cystitis ("bladder or urinary problems or changes cystitis"). On an unknown date, the patient experienced the second episode of cystitis ("bladder /urinary/ problems/changes : cystitis"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition-depression"), abdominal pain ("abdomen pain"), hot flush ("feel like my cheeks are hot but body cold"), feeling cold ("body cold"), decreased appetite ("I'm not really hungry, but when I am I can't eat much"), nausea ("nausea / nauseated"), insomnia ("insomnia is running full speed"), flatulence ("gas and pain are extreme still"), chest pain ("chest pain/ pain on the left side of my chest through my back and down my arm/ I had sharp pain in the centre of my chest"), dyspnoea ("couldn't breath"), hiatus hernia ("hiatal hernia"), dysphagia ("it hurts when when the drink hits the esophagus and its hard to swallow / it felt like the food was stuck"), feeling abnormal ("each day feels worse"), back pain ("pain on the left side of my chest through my back and down my arm"), pain in extremity ("pain on the left side of my chest through my back and down my arms"), vomiting ("difficulty to vomit because of this procedure"), oesophageal pain ("it hurts when the drink hits the esophagus and its hard to swallow"), paraesthesia ("leg tingling"), asthenia ("weakness"), ulcer ("ulcer"), dizziness ("dizzy") and anxiety ("anxiety"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci performed and had four extraction). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, bipolar disorder, tooth disorder, urinary tract infection, depression, the last episode of cystitis, fatigue, dysmenorrhoea, abdominal pain, hot flush, feeling cold, decreased appetite, nausea, insomnia, flatulence, chest pain, dyspnoea, hiatus hernia, dysphagia, feeling abnormal, back pain, pain in extremity, vomiting, oesophageal pain, paraesthesia, asthenia, ulcer, dizziness and anxiety outcome was unknown and the pelvic pain had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, anxiety, asthenia, back pain, bipolar disorder, chest pain, decreased appetite, depression, dizziness, dysmenorrhoea, dysphagia, dyspnoea, fatigue, feeling abnormal, feeling cold, flatulence, hiatus hernia, hot flush, insomnia, nausea, oesophageal pain, pain in extremity, paraesthesia, pelvic pain, tooth disorder, ulcer, urinary tract infection, vomiting, the first episode of cystitis and the second episode of cystitis to be related to essure. The reporter commented: concomitant drug mood stabilizer was reported. Lot number 893817 (from pfs) and 893871 (from mr) was reported . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Essure placement was successful.. Ultrasound scan - on an unknown date: ovarian cyst right 9.6 mm, simple; uterus normal; ovary normal: left; essure coils noted. Appear to be appropriately partially located in uterine cavity. Concerning injuries reported in this case the following one was described in patient medical records: device expulsion. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: hot flush, feeling cold, decreased appetite, nausea, insomnia, flatulence, chest pain, dyspnoea, hiatus hernia, dumping syndrome, dysphagia,, vomiting. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Added event leg tingling, weakness, ulcer, dizzy and anxiety. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("foreign body in uterus (per mr)"), pelvic pain ("pain"), bipolar disorder ("psychological or psychiatric problems condition - bipolar") and tooth disorder ("dental problems") in a (B)(6) year-old female patient who had essure (batch no. 893817,b93871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, chills, paraesthesia upper limb, anemia, anxiety, depression, kidney infection, menorrhagia, migraine headache and cholecystectomy. Endocrin e: positive for temperature intolerances (cold intolerance), gyn ecological history: problems with menstrual cycles include irregular frequency/duration. Current problems: uti female pelvic pain resolved. Concomitantly, the patient had taken "probiotic". Concurrent conditions included asthma since 1990, acid reflux (oesophageal) since (B)(6) 2017 and irritable bowel syndrome since (B)(6) 2017. Concomitant products included omeprazole since (B)(6) 2017 for acid reflux (oesophageal) as well as biotin since 2010, calcium acetate since 2010, esomeprazole, fish oil since 2010 and salbutamol sulfate (proair hfa) since 1990. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"), 11 days after insertion of essure. On (B)(6) 2015, the patient experienced tooth disorder (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type : urinary tract infection"). On an unknown date, the patient experienced cystitis ("bladder /urinary/ problems/changes : cystitis"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition-depression") and abdominal pain ("abdomen pain"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci performed and had four extraction). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, bipolar disorder, tooth disorder, urinary tract infection, depression, cystitis, fatigue, dysmenorrhoea and abdominal pain outcome was unknown and the pelvic pain had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, bipolar disorder, cystitis, depression, dysmenorrhoea, fatigue, pelvic pain, tooth disorder and urinary tract infection to be related to essure. The reporter commented: concomitant drug mood stabilizer was reported. Lot number 893817 (from pfs) and 893871 (from mr) was reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Essure placement was successful.. Ultrasound scan - on an unknown date: ovarian cyst right 9.6 mm, simple; uterus normal; ovary normal: left; essure coils noted. Appear to be appropriately partially located in uterine cavity. Concerning injuries reported in this case the following one was described in patient medical records: device expulsion. Most recent follow-up information incorporated above includes: on 17-apr-2019: pfs and mr received : new reporter, event injury replaced with pelvic pain, case became valid. Event depression, urinary tract infection, depression, cystitis, tooth disorder, fatigue, bipolar, dysmenorrhea and abdomen pain were added from pfs and event foreign body in uterus was added from medical record. Medical histories and lab date were added. On 17-apr-2019: non-significant correction performed to delete the entry of concomitant medication "probiotic" and it has been added in patient notes. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('foreign body in uterus (per mr)'), pelvic pain ('pain/side hurts'), bipolar disorder ('psychological or psychiatric problems condition - bipolar') and tooth disorder ('dental problems / had four extractions') in a 35-year-old female patient who had essure (batch no. 893817, b93871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, chills, paraesthesia upper limb, anemia, anxiety, depression, kidney infection, menorrhagia, migraine headache, cholecystectomy and sleeve gastrectomy. Endocrin e: positive for temperature intolerances ( cold intolerance), gyn ecological history: problems with menstrual cycles include irregular frequency/duration current problems: uti female pelvic pain resolved concomitantly, the patient had taken "probiotic". Concurrent conditions included acid reflux (oesophageal) since (B)(6) 2017, irritable bowel syndrome since (B)(6) 2017, asthma since 1990 and esophageal pain. Concomitant products included omeprazole since (B)(6) 2017 for acid reflux (oesophageal), antibiotics for urinary tract infection as well as bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10) since 2010, biotin since 2010, calcium acetate since 2010, cariprazine hydrochloride (vraylar) since (B)(6) 2012, cilazapril (symibace) since (B)(6) 2012, esomeprazole, fish oil since 2010, fluoxetine hydrochloride (prozac) since (B)(6) 2012, piroxicam (paxil) since (B)(6) 2012 and salbutamol sulfate (proair hfa) since 1990. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue/ I'm exhausted all the time, my body is tired but my mind is wired") and dysmenorrhoea ("dysmenorrhea (cramping)"), 11 days after insertion of essure. On (B)(6) 2015, the patient experienced tooth disorder (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type : urinary tract infection"). On (B)(6) 2018, the patient experienced the first episode of cystitis ("bladder or urinary problems or changes cystitis"). On an unknown date, the patient experienced the second episode of cystitis ("bladder /urinary/ problems/changes : cystitis"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition-depression"), abdominal pain ("abdomen pain"), hot flush ("feel like my cheeks are hot but body cold"), feeling cold ("body cold"), decreased appetite ("I'm not really hungry, but when I am I can't eat much"), nausea ("nausea / nauseated"), insomnia ("insomnia is running full speed"), flatulence ("gas and pain are extreme still"), chest pain ("chest pain/ pain on the left side of my chest through my back and down my arm/ I had sharp pain in the centre of my chest"), dyspnoea ("couldn't breath"), hiatus hernia ("hiatal hernia"), dysphagia ("it hurts when the drink hits the esophagus and its hard to swallow / it felt like the food was stuck"), feeling abnormal ("each day feels worse"), back pain ("pain on the left side of my chest through my back and down my arm"), pain in extremity ("pain on the left side of my chest through my back and down my arms"), vomiting ("difficulty to vomit because of this procedure") and oesophageal pain ("it hurts when the drink hits the esophagus and its hard to swallow"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci performed and had four extraction). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, bipolar disorder, tooth disorder, urinary tract infection, depression, the last episode of cystitis, fatigue, dysmenorrhoea, abdominal pain, hot flush, feeling cold, decreased appetite, nausea, insomnia, flatulence, chest pain, dyspnoea, hiatus hernia, dysphagia, feeling abnormal, back pain, pain in extremity, vomiting and oesophageal pain outcome was unknown and the pelvic pain had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, back pain, bipolar disorder, chest pain, decreased appetite, depression, dysmenorrhoea, dysphagia, dyspnoea, fatigue, feeling abnormal, feeling cold, flatulence, hiatus hernia, hot flush, insomnia, nausea, oesophageal pain, pain in extremity, pelvic pain, tooth disorder, urinary tract infection, vomiting, the first episode of cystitis and the second episode of cystitis to be related to essure. The reporter commented: concomitant drug mood stabilizer was reported. Lot number 893817 (from pfs) and 893871 (from mr) was reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Essure placement was successful. Ultrasound scan - on an unknown date: ovarian cyst right 9.6 mm, simple; uterus normal; ovary normal: left; essure coils noted. Appear to be appropriately partially located in uterine cavity. Concerning injuries reported in this case the following one was described in patient medical records: device expulsion. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: hot flush, feeling cold, decreased appetite, nausea, insomnia, flatulence, chest pain, dyspnoea, hiatus hernia, dumping syndrome, dysphagia, vomiting. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and social media received: events: cystitis, body cold, I'm not really hungry, but when I am I can't eat much, nausea, insomnia, gas and pain are extreme still, chest pain, back pain, down my arm pain, couldn't breath, hiatal hernia, it felt like the food was stuck, sometimes I just get nauseated, was told it would be difficult to vomit, so now it feels like food gets stuck,were added. Concomitant conditions were added. Treatment drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('foreign body in uterus (per mr)'), pelvic pain ('pain/side hurts') and tooth disorder ('dental problems / had four extractions') in a 35-year-old female patient who had essure (batch no. 893817-inv,b93871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, chills, paraesthesia upper limb, anemia, anxiety, depression, kidney infection, menorrhagia, migraine headache, cholecystectomy, sleeve gastrectomy and bipolar depression. Endocrin e: positive for temperature intolerances ( cold intolerance), gyn ecological history: problems with menstrual cycles include irregular frequency/duration current problems: uti female pelvic pain resolved concomitantly, the patient had taken "probiotic". Concurrent conditions included acid reflux (oesophageal) since (B)(6) 2017, irritable bowel syndrome since (B)(6) 2017, asthma since 1990 and esophageal pain. Concomitant products included omeprazole since (B)(6) 2017 for acid reflux (oesophageal), antibiotics for urinary tract infection as well as bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10) since 2010, biotin since 2010, calcium acetate since 2010, cariprazine hydrochloride (vraylar) since (B)(6) 2012, cilazapril (symibace) since (B)(6) 2012, esomeprazole, fish oil since 2010, fluoxetine hydrochloride (prozac) since (B)(6) 2012, piroxicam (paxil) since (B)(6) 2012 and salbutamol sulfate (proair hfa) since 1990. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue/ I'm exhausted all the time, my body is tired but my mind is wired/ tired") and dysmenorrhoea ("dysmenorrhea (cramping)"), 11 days after insertion of essure. On (B)(6)2015, the patient experienced tooth disorder (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type : urinary tract infection"). On (B)(6) 2018, the patient experienced the first episode of cystitis ("bladder or urinary problems or changes cystitis"). On an unknown date, the patient experienced the second episode of cystitis ("bladder /urinary/ problems/changes : cystitis"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), bipolar disorder ("psychological or psychiatric problems condition - bipolar"), depression ("psychological or psychiatric problems condition-depression"), abdominal pain ("abdomen pain"), hot flush ("feel like my cheeks are hot but body cold"), feeling cold ("body cold/ chill"), decreased appetite ("I'm not really hungry, but when I am I can't eat much"), nausea ("nausea / nauseated"), insomnia ("insomnia is running full speed"), flatulence ("gas and pain are extreme still"), chest pain ("chest pain/ pain on the left side of my chest through my back and down my arm/ I had sharp pain in the centre of my chest"), dyspnoea ("couldn't breath"), hiatus hernia ("hiatal hernia"), dysphagia ("it hurts when when the drink hits the esophagus and its hard to swallow / it felt like the food was stuck"), feeling abnormal ("each day feels worse"), back pain ("pain on the left side of my chest through my back and down my arm"), pain in extremity ("pain on the left side of my chest through my back and down my arms"), vomiting ("difficulty to vomit because of this procedure"), oesophageal pain ("it hurts when the drink hits the esophagus and its hard to swallow"), paraesthesia ("leg tingling"), asthenia ("weakness"), ulcer ("ulcer"), dizziness ("dizzy"), anxiety ("anxiety"), pyrexia ("is anyone else expericieng daily nausea and low grade fever"), malaise ("feel sick every freaking day"), dental caries ("I have always had really good teeth , 2 cavities up"), toothache ("I have had 3 teeth pulled in 3 months and lots of pain in month daily") and contusion ("also have bruising around one of the entrance cuts") and underwent tooth extraction ("I have had 3 teeth pulled in 3 months and lots of pain in month daily"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci performed and had four extraction). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, bipolar disorder, tooth disorder, urinary tract infection, depression, the last episode of cystitis, fatigue, dysmenorrhoea, abdominal pain, hot flush, feeling cold, decreased appetite, nausea, insomnia, flatulence, chest pain, dyspnoea, hiatus hernia, dysphagia, feeling abnormal, back pain, pain in extremity, vomiting, oesophageal pain, paraesthesia, asthenia, ulcer, dizziness, anxiety, pyrexia, malaise, dental caries, tooth extraction, toothache and contusion outcome was unknown and the pelvic pain had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, anxiety, asthenia, back pain, bipolar disorder, chest pain, contusion, decreased appetite, dental caries, depression, dizziness, dysmenorrhoea, dysphagia, dyspnoea, fatigue, feeling abnormal, feeling cold, flatulence, hiatus hernia, hot flush, insomnia, malaise, nausea, oesophageal pain, pain in extremity, paraesthesia, pelvic pain, pyrexia, tooth disorder, tooth extraction, toothache, ulcer, urinary tract infection, vomiting, the first episode of cystitis and the second episode of cystitis to be related to essure. The reporter commented: concomitant drug mood stabilizer was reported. Lot number 893817 (from pfs) and 893871 (from mr) was reported diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Essure placement was successful.. Ultrasound scan - on an unknown date: ovarian cyst right 9.6 mm, simple; uterus normal; ovary normal: left; essure coils noted. Appear to be appropriately partially located in uterine cavity. Concerning the injuries reported in this case the following were reported via social media- contusion, toothache, tooth extraction, dental caries, malaise, pyrexia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events-contusion, toothache, tooth extraction, dental caries, malaise, pyrexia were added. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.